Event description:
The device was used during a pneumectomy procedure. Reportedly, the staple line was incomplete and the instrument was open and difficult to fire. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.